Manufacturer narrative:
Physio-control performed long term testing and was able to verify the reported power issue and observed that the internal hlc batteries were depleted. Physio was unable to determine the cause of the depleted internal hlc batteries. The customer received a replacement device.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). This reported issue is indicative of the device not having sufficient power to have the ability to provide effective defibrillation therapy. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control has performed an initial evaluation on the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.